Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that while in use with patient, the catheter began to slide out of the patient's urethra. The catheter was therefore removed. Following removal of the catheter, bleeding occurred. Due to the bleeding, the patient required a nerve block and cleaning of the bladder. Further information regarding any adverse effects to patient have been requested. No further information has been provided to date. No permanent adverse effects reported.